Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a downstream occlusion alarm. Service evaluation verified the downstream occlusion alarm. Evaluation utilized a known good force sensor and found the device to operate as designed. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced downstream occlusion alarm while running a loaded set. No additional information is available.